Event description:
United Kingdom. Allegedly, a patient is experiencing breast implant flipping approximately 5 to 6 times since implantation in 2019 and required repositioning on three occasions. Since (b)(6), the patient noticed an abnormal change in breast shape, believed one implant may have displaced from its pocket, and reported pain in one breast.

Manufacturer narrative:
Per our Directions for use, each patient must receive the Establishment Labs S.A. ¿Motiva Implants®: Information for the Patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in Motiva® website: ifu.motiva.health.The instructions for use in the Directions for Use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows:"Rotation ¿¿Anterior/posterior¿rotation,¿also¿called¿flipping,¿has¿been¿observed¿more¿frequently¿with¿cohesive¿gel¿implants.¿The¿flat¿base¿of¿the¿implant¿is¿positioned¿anteriorly,¿deforming¿the¿breast¿of¿the¿patient. Proper placement and pocket dissection reduce the risk of occurrence.""Malposition ¿¿Malposition¿of¿a¿breast¿implant¿is¿defined¿as¿an¿incorrect¿placement¿during¿surgery¿or¿its¿shifting¿from¿its¿original¿position.¿It¿is¿also¿called¿displacement/lateralization.¿Malposition¿has¿been¿a¿frequent¿event¿reported due to its multifactorial causes and it can be expected during the lifetime of the device.""Asymmetry ¿¿Preoperative¿asymmetries¿include¿areolas¿in¿different¿positions¿medially¿or¿regarding¿height,¿different¿breast¿shapes¿(e.g.,¿one¿round¿and¿the¿other¿tuberous),¿or¿different¿breast¿sizes.¿These¿asymmetry¿types¿should¿be¿differentiated¿from¿a¿postoperative¿aesthetic¿difference¿in¿the¿two¿breasts¿produced by factors described previously, such as a fall of the fold, a high implant, or a rotation of the implant.¿Asymmetries¿caused¿by¿the¿implant¿s¿unequal¿fitting¿or¿by¿creating¿different¿sub-mammary¿grooves."In addition, a review of the Device History Record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.When the investigation process is completed, the applicable findings will be included in a supplemental.At Establishment Labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.